Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: it was reported that ". Provide suture removal, disinfection, and bandaging." What is the most current patient status? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? Was reoperation necessary to remove the suture and re-close the wound? Please provide additional details about the disinfection performed on the patient. If medication was required, please clarify if it was prescription strength. Was there any alleged deficiency with the device? Please provide the source or name and title of the external person providing answers to follow-up.

Event description:
It was reported that a patient underwent a head and face tumor resection surgery on (B)(6) 2024 and suture was used. The postoperative follow-up revealed that the patient did not absorb the suture and experienced rejection reactions. The surgeon provided suture removal, disinfection, and bandaging. Additional information was requested.